Event description:
It was reported via the distribution centre, that there was foreign material in the packaging of ten devices. It was also reported that there was no pt involvement and no adverse consequences as a result of this event.

Manufacturer narrative:
The devices and packaging object to this investigation were returned for eval. It was visually confirmed that there was foreign material in the packaging of 10 devices. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The other devices associated with this event are as follows; part number: 5120106015, lot number: 12130017; part number: 5820012330, lot number: 12180017; part number: 5820013010, lot number: 12107017; part number: 5820013140, lot number: 12180017; part number: 5820103015, lot number: 12160017; part number: 2108120000, lot number: 12179017; part number: 2108328000, lot number: 12144017; part number: 1608002049, lot number: 12124017.